Event description:
The tech alleged that the bed was raising on it's own. No pt impact.

Manufacturer narrative:
The tech found the side rail was shorted causing the head of the bed to go up on it's own. The tech replaced the side rail to resolve the issue.